Event description:
Pt suffered from an infrarenal abdominal aortic aneurysm greater than 5cm. Main body endovascular graft was orientated approriately and deployed immediately below the renal arteries. Contralateral limb was cannulated and the contralateral iliac leg graft was deployed. The remaining main body graft was deployed followed by the placement of the ipsilateral iliac leg graft. Post angiogram noted a proximal type I endoleak at the sealing site of suprarenal stent as well as a type I distal endoleak visible on the ipsilateral side. Another maufacturer's stent was placed at the proximal side. Another manufacturer's stent was placed at the proximal portion of the main body graft in order to resolve the endoleak. An iliac leg extension was used to straighten out the distal iliac leg graft and seal off the endoleak. Completion angiogram was performed with no visual signs of either a type I proximal or distal endoleak. Refer to 1820334-2003-00273 for additional info.